Event description:
Caller reported compact plus blood glucose results of 1.0 mmol/l, 5.5 mmol/l, and 7.0 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
Event occurred in (B)(6).